Event description:
In 2009, the patient reported that within the last 6 months she had her insulin infusion headset come out of her site location while she was sleeping. She said she woke up and her bed was wet with insulin and she had an elevated blood glucose reading in the 200's mg/dl with her normal range being 80-150 mg/dl. Symptoms were abdominal pain and nausea and she treated her reading by inserting a new headset and bolusing insulin. She stated she did not have any issues with the remaining sets in that box. She had no further information about the set as it occurred 6 months ago and she discarded the headset. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.